Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a biomed in the facility received the device and evaluated the ventilator. The biomed powered it up it only ran for about 30 seconds and died while on battery. The battery was completely depleted. There was a device error showing in the bottom of the screen. He connected ac and powered it up in set up and we checked the error log and the only errors showing were the compressor run time data error and the compressor output low. No other issues noted in the log. He is going to leave it connected to ac and let it charge up. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator started to alarm while on patient. Respiratory therapy immediately went into the room to evaluate and noticed the vent screen was frozen. The vent device stopped delivering breaths and the patient was immediately removed from the ventilator and provided manual ventilation while a replacement device was obtained and initiated. At this time, there is no information regarding patient harm associated with the reported event.